Event description:
The customer reported a power supply failure message.

Manufacturer narrative:
The customer reported a power supply failure message. The unit was evaluated at phillips, and the symptom was verified. Replacing the battery pca resolved the issue.